Event description:
During surgical procedure the bard max core-disposable biopsy instrument did not fire correctly. New instrument obtained and case proceeded without further issue. Device discarded. Manufacturer-bard, ref# mc1825, lot#rekz0661, exp:11/30/28.